Manufacturer narrative:
The device was not returned to cardinal health for evaluation. The review of the lot history record (f1622803) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with vascular closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental report may be filed.

Event description:
It was reported that a patient experienced a hematoma (greater than 6cm in size) following use of a mynxgrip vascular closure device. The mynx device was being used for arterial closure following a diagnostic coronary angiogram procedure. After a "seemingly successful" closure in the procedure room, the patient was transferred to the post-care unit, where the patient experienced discomfort and appeared to have a hematoma develop superior to the dressing. The area was described as firm and puffy and was pressed out after several minutes with no further issues. Total manual compression was less than 30 minutes. The patient was not hospitalized and/or the hospitalization was not extended as a result of this event. Additional information was requested, but is not available at this time.